Manufacturer narrative:
(B)(4). Visual and functional analysis of the condition of the returned uphold lite with capio slim device confirmed the event. The carrier on the capio slim suture capturing device was missing and not returned. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used in a colposacropexy procedure performed on (B)(6) 2016. According to the complainant, prior to introduction of the capio device into the patient, the physician tested the capio device. During this test, it was observed that the needle carrier did not extend when the plunger on the handle was pushed. The physician tried to actuate the device multiple times, but the issue persisted. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding that the carrier was broken/detached from the capio device.